Event description:
The patient was scheduled to have a heart cath procedure that included an iabp (balloon pump) removal, an impella insertion, and a pci [percutaneous coronary intervention]. The operators we dr. [Redacted] and dr. [Redacted]. The anesthesiologist was dr. [Redacted]. While the operator was removing the balloon pump catheter from the body through the right femoral artery, the balloon pump catheter broke off with the balloon portion still in the body. It is unclear whether this was an equipment failure or if it was physician technique. It seems like the catheter was pulled on too hard and that is why it broke. The portion of the balloon and catheter that was remaining in the body was removed without the need for surgical intervention. The rest of the procedure was aborted and rescheduled for the following day. Manual pressure was held and a femstop was placed to achieve hemostasis of the rfa [right femoral artery]. The patient was taken back to their ICU room.